Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, runthrough; guide catheter: autobahn; other: 6 fr. Guideliner. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuosity, moderately calcified, 90% stenosed, concentric lesion in the mid left anterior descending coronary artery. The lesion was pre-dilated with a non-abbott balloon dilatation catheter. A 2.25x15 mm xience alpine stent delivery system was advanced, however it failed to cross the target lesion due to the patient anatomy. The xience alpine sds was re-advanced to the lesion by using a 6 fr. Guideliner child catheter, and resistance felt greater than before. Large resistance was felt inside the guideliner during the attempt to remove the xience alpine sds; therefore, the device and the guideliner were removed together as one unit. The xience alpine sds was inspected outside the anatomy and it was noted the proximal end of the stent was flared. The xience alpine sds was replaced with a non-abbott sds, which crossed the lesion without any issue. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.